Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that item was not available on the profile. A technical support specialist advised the customer to re-enter the item ID and settings, and the issue was resolved. The user confirmed that the device was now able to issue the medication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, item was not available on the profile, so user unable to get the item. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.